Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) felt resistance entering the atraumatic tip into the sheath. There was no reported patient injury. The mynxgrip was removed. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The advancer tube was separated from the catheter. The sealant and procedural sheath were not returned with the device for investigation. The condition of the returned device indicates the sealant was probably deployed in a patient thus the condition does not match the description. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. No other visual damages or anomalies were observed. Review of lot f1712304 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The condition of the returned device does not match the description. Based on the information provided and the condition of the received device, the reported event of "inability to advance in sheath" experienced by the customer could not be confirmed and the root cause could not be conclusively determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) felt resistance entering the atraumatic tip into the sheath. There was no reported patient injury. The mynxgrip was removed. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1712304, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) and/or the condition of the procedural sheath may have contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to flush the procedural sheath with sterile heparinized saline. After deflating the balloon during prep of the device, insert mynxgrip into the procedural sheath up to the white shaft marker. Neither the DHR review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) felt resistance entering the atraumatic tip into the sheath. There was no reported patient injury. The mynxgrip was removed.